Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has pain in their chest at the ins connection site. The patient felt like the ins may not have been implanted properly. No further complications were reported. Refer to manufacturer report #3004209178-2017-09416 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.